Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer reported that she had high blood glucose levels of 33.3 mmol/l at the time of incident. Troubleshooting was performed. The customer reported that the they have two occurrences where the blood glucose level was 16.8 mmol/l. Troubleshooting was performed. The customer reported that the alarm was resolved by changing the infusion set and the reservoir. The customer was treated for high blood glucose levels via manual injections. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.